Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2020 wherein the extension was moved four inches lower resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-47661. Related manufacturer reference number 1627487-2020-47662. Related manufacturer reference number 1627487-2020-47663. Related manufacturer reference number 1627487-2020-47664. Related manufacturer reference number 1627487-2020-47665. It was reported that patient may undergo surgical intervention. No additional information was provided.